Event description:
Male patient with congenital diaphragmatic hernia (short-gut-syndrome) jejunocolonic anastamosis tpn-dependent. On the date of this event, patient returned to the peds unit following replacement of broviac central line in the cath lab. Upon presentation back to the unit the nurse noted the line had a small crack in tubing that was steri-stripped closed. Doctor notified and was aware at bedside. In review of case this would be the 3rd crack in the 3rd device for this little fellow; a 4th was to be placed the following day. First was placed when child in (B)(6) hospital noted crack in a broviac a few months ago. Second was replaced here on soon after, 3rd was replaced here a day prior to this event and 4th on the following day. In discussion with the staff it appears that this cracking and kit-to-fix is more common now that this is in review. Since this small child with multiple replacements due to cracking we felt the necessity to bring it forward. No device was saved but the package from the most recent replacement insert was saved and numbers used for this report.